Manufacturer narrative:
The device was returned and evaluated following a reported motor communication alert that persisted after a restart and led to an unintended factory reset by the user. Visual inspection identified separation of the display from the housing, with rtv sealant found cleanly separated on one side of the bonding interface. When powered on, the device did not annunciate any malfunction alerts, and engineering log review showed no active errors. Functional testing confirmed the motor was able to prime and rewind fully without issue. The exact cause of the reported motor communication error could not be definitively determined; however, it is possible that display separation allowed liquid ingress resulting in an electrical short, and a potential contributing factor was identified related to solder contact issues associated with the mainboard solder mask.

Event description:
It was reported that an alert 32 for delivery motor communication persisted on an ilet despite a restart, leading the user to perform a factory reset; the device was subsequently restarted under guidance, set up again, paired with a g7 sensor, connected to a teflon infusion set, and prepared for weight entry upon receiving readings. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included customer education on the difference between restart and factory reset and guided troubleshooting of device setup and pairing. Investigation of this case revealed that the alert cleared after restart and full setup, with no further malfunction observed at the conclusion of the call. It was concluded that the device functioned as expected after proper restart and setup, and no device failure was confirmed.